Event description:
Implant date: 1999. It was alleged that six months after implantation, the doctor discovered two screws were broken. Pt is complaining of considerably more pain. Not reported to have been explanted.